Event description:
Manufacturer's ref #: (B)(4).

Manufacturer narrative:
It was reported that the ventilator did not boot up. Our field service engineer confirmed the problem and replaced the dc/dc & standard connectors printed circuit board (pcb) according to the recommendations in the service manual. The ventilator was cleared for clinical use after passed functional and safety tests. A visual inspection of the returned dc/dc & standard connectors pcb showed that two pins in the panel cable connector were broken. When tested in the reference ventilator the user interface was black/blank and a high pitch noise was heard. The conclusion in this matter is that the broken pins in the dc/dc & standard connectors pcb user interface cable connector caused a power loss for the user interface panel. This power loss will not affect ongoing ventilation, but it's not possible to operate the device from the user interface. The problem was most likely caused by a careless connection of the user interface cable connector to the dc/dc & standard connectors pcb.

Event description:
It was reported that the ventilator did not boot up. There was no patient harm. (B)(4).